Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter claimed that the display was fading. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product associated with this complaint has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/29/2013 with the following findings: during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly with no signs of fading or discoloration.